Event description:
It was reported to philips that the equipment was not starting up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, it was discovered that the issue consistently occurred, as the system failed to load and the entire system became corrupted. To resolve the problem, fse reinstalled the whole system. After reinstallation of the whole system, the system returned to use in good working order. The codes were updated based on the investigation outcome.